Event description:
It was reported that during a stenting treatment procedure, the stent became stuck on the guidewire. The target lesion was located in the iliac artery. A 7x60x120 epic vascular stent delivery system was advanced but was stuck on a non bsc guide wire. The physician removed both the stent delivery system and the guide wire out of the patients body. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).